Event description:
A plate broke three weeks after implantation in pt. Revision surgery was conducted to explant and replace the broken plate. The case was a mandibular reconstruction in the symphasis region.